Manufacturer narrative:
The insulin pump was received with vibrator anomaly due to vibrator motor connector not plugged in properly.

Event description:
The customer reported that the insulin pump would not vibrate. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.